Event description:
The complaint is reported by physician as: patient presented to ed with suspected sepsis. On account of difficult to measure blood pressure one of the ed physicians placed a 7f triple lumen venous catheter into the right femoral artery. It was unclear why this was chosen. The same physician placed a jugular venous catheter without incident. The patient was considered stable enough to be referred to general internal medicine. It was not disclosed to the intensivist that the patient had a central line catheter placed as an arterial line. At some point over the subsequent hours the "arterial line" stopped working. Some hours later, around 3am (catheter had been placed in femoral artery 8-10pm), the patient was referred to ICU physician. At this time it was disclosed to the ICU physician that there was a central line placed as an arterial monitoring catheter in the femoral artery and that it wasn't working. The physician ordered and supervised the removal of the catheter. Subsequently the patient was identified as having a pulseless right foot. A CT angiogram identified thrombosis and occlusion of the right external iliac artery. The patient was transferred to the ICU for vascular surgery assessment. The assessment by the vascular surgeon identified the limb as not salvageable. Options were presented to the patient's family regarding amputation and it was determined that the patient's direction was for palliation given the vascular injury and severe critical illness. The patient died shortly after withdrawal of life support.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported by physician as: patient presented to ed with suspected sepsis. On account of difficult to measure blood pressure one of the ed physicians placed a 7f triple lumen venous catheter into the right femoral artery. It was unclear why this was chosen. The same physician placed a jugular venous catheter without incident. The patient was considered stable enough to be referred to general internal medicine. It was not disclosed to the intensivist that the patient had a central line catheter placed as an arterial line. At some point over the subsequent hours the "arterial line" stopped working. Some hours later, around 3am (catheter had been placed in femoral artery 8-10pm), the patient was referred to ICU physician. At this time it was disclosed to the ICU physician that there was a central line placed as an arterial monitoring catheter in the femoral artery and that it wasn't working. The physician ordered and supervised the removal of the catheter. Subsequently the patient was identified as having a pulseless right foot. A CT angiogram identified thrombosis and occlusion of the right external iliac artery. The patient was transferred to the ICU for vascular surgery assessment. The assessment by the vascular surgeon identified the limb as not salvageable. Options were presented to the patient's family regarding amputation and it was determined that the patient's direction was for palliation given the vascular injury and severe critical illness. The p atient died shortly after withdrawal of life support.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "the arrowg+ard blue plus antimicrobial catheter is indicated to permit short-term (< 30 day) central venous access for the treatment of diseases or conditions requiring central venous access". The IFU also states, "the catheter is not intended to be used as a treatment for existing infections nor as a substitute for a tunneled catheter in those patients requiring long term therapy. One clinical study indicates antimicrobial properties of the catheter may not be effective when it is used to administer tpn". Although the sample was not returned, the complaint was confirmed through evaluation of the information provided by the customer. Based on the customer report that the cvc was placed arterially instead of central venously, it was concluded that this was an off-label use of the catheter. Thrombosis is possible when the blood pressure is very low, and the catheter is sited arterially instead of central venous placement. A device history record was performed based on a potential lot, and no relevant findings were identified to suggest a manufacturing related issue. Based on the customer report, it was determined that intentional use error likely caused or contributed to this event. An in-service request has been initiated to provide further training to the customer. Teleflex will continue to monitor and trend for reports of this nature.